Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level was 358 mg/dl. The customer delivered a bolus via the pump. Reportedly, the customer was able to clear the alarm by changing the cartridge and resumed insulin delivery. The customer reported that the pump would continue to be used for insulin therapy.